Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and power sources. Reportedly, after being connected to a power source, the pump battery gauge dropped from (B)(4) to (B)(4) within approximately 15 minutes. The customer's blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until the replacement pump was received.